Event description:
It was reported that the intra aortic balloon (iab) was prepped per instruction. The sheath was inserted into the pt's left femoral artery. The iab was inserted into the sheath and became stuck, unable to be moved forward or pulled back out of the sheath. As a result the iab and the sheath were removed as one unit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.